Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (whiteout of the image): the reported issue was observed while reprocessing the subject device. The device was not adequately reprocessed before retuning to an olympus service center.

Event description:
The customer reported there was a whiteout of the image and the image could not be restored. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a section of the coating on the connecting tube was peeling and the connecting tube, angulation lever, and suction cylinder were dirty. This report is being submitted for the malfunction found during evaluation (peeling coating and dirt on parts). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a section of the coating on the connecting tube was peeling due to deterioration and the connecting tube, angulation lever, and suction cylinder were dirty. The reported issue (whiteout image that could not be restored) was not reproduced during testing. In addition, service found the device was not watertight due to deformation of the electrical connector and a pinhole in the bending section cover, there were scratches on multiple parts of the device, the adhesive on the bending section cover was detached, the bending section cover was dirty, angulation in the up and down directions was out of specification due to wear of the angle wire, and due to damage on the charge coupled device, the image was foggy, had shadows, and showed a white screen with no image but could be restored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, chemical stress, storage environment. The event can be prevented by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: warnings and cautions: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result.¿ ¿do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise the insertion tube may be damaged.¿ operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: 1.4 precautions: ¿failure to properly clean and high-level disinfect or sterilize endoscope equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. Reprocessing manual: chapter 5 storage and disposal: ¿the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk¿ olympus will continue to monitor field performance for this device.